Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The patient's presenting heart rate was intrinsic at 20 - 30 beats per minute. The device was explanted and replaced.